Manufacturer narrative:
Bg level was 341 mg/dl.

Event description:
Several hours later the customer left the ER (emergency room) with a blood glucose (bg) level of 341 mg/dl, and feeling better.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered multiple bolus dosages overnight from 3/20 to 3/21, and customer experienced low blood glucose (bg) level of 27 mg/dl. The customer went to the emergency room (ER) and was treated with dextrose via intravenous (IV). Several hours later the customer left the ER with a bg level of 371 mg/dl, and feeling better. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined.